Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. This is MDR 2 of 2 for this event.

Event description:
As per the report received from germany, edwards received notification of a pascal precision ace procedure in the mitral position. Approximately two weeks after the index procedure, a new flail segment lateral to the second ace device implanted was observed. The patient initially presented with a prolapse in segment p1 and baseline severe mitral regurgitation (grade 4). During the procedure, the first pascal precision ace device was implanted lateral to the a2/p2 position with a 1/7 orientation, followed by a second device placed directly in the a2/p2 position with the same orientation. This resulted in a successful reduction of mitral regurgitation to mild (grade 1). Approximately two weeks after the index procedure, a single leaflet device attachment (slda) was initially suspected; however, medical assessment clarified that the event was not a direct slda but rather a newly developed flail segment lateral to the second ace device. The root cause may be associated with device or procedural stress on the remaining orifice, although no definitive cause was identified. Mitral regurgitation increased significantly to grade 4+, and the symptoms of the patient worsened. The patient underwent a surgical reintervention during which the physician confirmed that both pascal devices remained in their original implanted positions prior to being explanted.

Event description:
Additional information confirmed that explant procedure was successful, and the patient recovered with time.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions) h6: type of investigation: labeling review. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for reduced therapeutic efficacy over time / other was confirmed with empirical evidence. Procedural imaging was provided for review. However, the imaging evaluation was closed without review due to lack of imaging uploaded; therefore, a thorough image evaluation could not be performed. Available information suggests procedural context (root cause may be associated with device or procedural stress on the remaining orifice) may have contributed to the reported event. However, per medical opinion, no definitive cause was identified; therefore, a definite root cause is unable to be determined. Since no edwards defect was identified from the investigation, corrective or preventative actions are not required.